Event description:
It was reported that after sensitivity was reprogrammed on the right atrial (ra) lead, the health care professional (hcp) suspected loss of capture (loc) on this pacemaker system. Additionally, high capture thresholds were observed. The hcp also had concerns regarding the ra lead delivering pacing as expected. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.